Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an infusion set occlusion while using the ilet system, with blood glucose rising above 400 mg/dl and resolving only after changing supplies; the user reported no visible kinks or bends in the cannula or tubing. Symptoms included hyperglycemia. Outcomes included temporary elevation of blood glucose requiring intervention by the user through supply replacement. Investigation included a review of the reported event and replacement of the infusion set, cartridges, and luer connectors. Investigation of this case revealed that the occlusion source was not identified by the user, and blood glucose returned toward range after the supply change. It was concluded that the event was consistent with an infusion set occlusion leading to hyperglycemia, with resolution after consumable replacement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.